Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had passed away at home. The reported cause of death was natural causes. The caller stated that the customer was not breathing and was unresponsive so he gave the customer glucagon. The customer had liver failure, chronic pancreatitis, two pneumonias, and was bipolar. The customer's blood glucose at the time of death was unknown; however the last recorded value in the glucose meter was 373 mg/dl at 10:19pm. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
This report is provided because our device evaluation report was submitted before the device testing was completed. The additional device evaluation information is found in this section. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip. The data analysis showed that the daily insulin total was 151.050 units on (B)(4) 2015, 84.950 units on (B)(4) 2015, 86.025 units on (B)(4) 2015, 88.475 units on (B)(4) 2015, 112.925 units on (B)(4) 2015, 113.375 units on (B)(4) 2015, and 5.700 units on (B)(4) 2015. The insulin pump was suspended at 1:17 on 03/18/2015.